Event description:
It was reported that there was a complaint about stimulation. Pt stated that a company rep told her that the battery of her implant was depleted six months after implantation. There was no known accident or incident related to the complaint. The status of the pt was unk. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).